Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. Review of the black box shows no evidence of motor rewind issues; no rewind alarms were observed. A full rewind was successfully completed with no errors or stoppage short of the piston rod. A load and prime sequence were successfully completed and pump was exercised for 24hrs with no eaw¿s occurring. The battery cap was not returned with the pump. Battery compartment is cracked near case seal. A new test cap was able to fully tighten to the pump and was used to complete all testing. Investigators removed the pump cover; no evidence of debris or contamination observed on the lead screw. The keypad is fully intact. The ok key is intermittently responding to user presses. The contrast, up and down keys are responsive. Removed the keypad cover; contamination was found under all key contacts. Investigators were unable to duplicate the reported complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.